Manufacturer narrative:
(B)(4). A follow-up report will be submitted after phillips obtains more information concerning this event.

Event description:
The customer reported that the ventricular tachycardia alarm did not sound on the monitor. The pt expired.